Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events cannot be conclusively determined through this evaluation. The device will not be returned for evaluation and an autopsy will not be performed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure, cardiac arrhythmia, infection, bleeding, renal failure, respiratory failure, and hepatic failure as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ cautions the user that right heart failure can occur following implantation of the pump and warns that ¿right heart dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump¿. This section also outlines the associated treatment options, including rvad placement. Section 6 lists cardiac arrhythmia as a potential post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential post-implant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had ventricular tachycardia on (B)(6) 2021 which required adenosine treatment. The patient's renal function also worsened, with creatinine level rising to 3.0 and then to 3.52 on (B)(6) which required continuous renal replacement therapy (crrt). The patient's oxygen requirements on ventilator drastically increased on (B)(6) and vasopressors were added. Sputum cultures were positive for serratia. The patient had a drop in hemoglobin count and was given 4 units of packed red blood cells (prbcs). The cause was never determined, but it was not believed to be device-related because there was no gastrointestinal bleed, no drainage in chest tubes, and abdomen remained soft. The patient continued to deteriorate and his blood pressure did not respond to additional treatments (vasopressors, methylene blue) and so support was withdrawn. The patient passed away (B)(6) 2021 from right ventricular failure, renal failure, and liver failure. No autopsy was performed and nothing will be returned for evaluation.